Manufacturer narrative:
A review of complaint history, instructions for use (IFU), and trends was conducted during the investigation. There was no evidence to suggest that the device was not manufactured to specification. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states. Specific to this case zenith IFU state: "adverse events that may occur and/or require intervention include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia or infarction." "Inability to maintain patency of at least one internal iliac artery or occlusion or a indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." Minimal information was provided to assist with this case. It is unclear where the ischemia occured or if it was related to pre-existing anatomical conditions or use of the device. Request for additional information was unsuccessful. Therefore, a definitive root cause can not be determined or reported at this time. Quality engineering assessed the risk of this case. This case will be reported to have resulted in low impact to the pt. The risk remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) female pt in the (B)(6) study experienced clinical signs indicative of lower extremity ischemia on (B)(6) 2013 (42 days post-op). The pt was being treated for a 5 6 cm aaa. The prox neck had a parallel shape with partial plaque/thrombus, left lilac artery had moderate calcification. The right iliac artery had moderate tortuosity, mild occlusive disease, and mild calcification. The pt received a main-body device as well as left and right iliac legs. There was no difficulty deploying components. No other devices were used and no other procedures performed. A molding balloon was used but no details were provided regarding use. At conclusion of procedure, devices were patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. On (B)(6) 2013 (42 days post-procedure), pt experienced clinical signs indicative of lower extremity ischemia. No further information is available regarding the side affected, any further imaging, or treatment. On (B)(6) /2014 (235 days post-procedure), the 1-6 mo followup ultrasound was completed. There was no change in the size of the aneurysm (<5mm change in diameter). The devices were patent with no evidence of thrombus or endoleak.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female pt in the (B)(4) study experienced clinical signs indicative of lower extremity ischemia on (B)(6) 2013 (43 days post-op). The pt was being treated for a 5.6 cm aaa. The prox neck had a parallel shape with partial plaque/thrombus. Left iliac artery had moderate tortuosity, mild occlusive disease, and moderate calcification. The right iliac artery had moderate tortuosity, mild occlusive disease, and mild calcification. The pt received a main-body device as well as left and right iliac legs. There was no difficulty deploying components. No other devices were used, but no details were provided regarding use. At conclusion of procedure, devices were patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. On (B)(6) 2013 (42 days post-procedure), pt experienced clinical signs indicative of lower extremity ischemia. No further info is available regarding the side affected, any further imaging, or treatment. On (B)(6) 2014 (235 days post-procedure), the 1-6 mo follow-up ultrasound was completed. There was no change in the size of the aneurysm (< 5mm change in diameter). The devices were patent with no evidence of thrombus or endoleak.